Event description:
A complaint was received from a facility stating that a device "had a large area of discoloration on the material. There were concerns by some that this might be mold or fungus vs. A chemical reaction or soil on face." The device was removed and replaced without any harm to the patient. The patient remains in the hospital for issues unrelated to the device and her condition is described as "fair condition for a preemie." The facility is currently testing and the device for mold/fungus, which the facility stated might take up to 6 weeks.

Manufacturer narrative:
The device will not be returned to the manufacturer as it is currently undergoing testing at the facility's lab. After testing is completed, the facility has stated that they will keep the device, as they would like to use it as "a teaching tool." A follow-up report will be submitted once the device's lab results become available.